Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of the 6f exoseal vascular closure device (vcd) did not come out of the device as they were trying to deploy the device during a procedure this morning. They removed device and held manual pressure for fifteen minutes. Hemostasis was achieved with no harm to the patient. The product was properly stored and opened in a sterile field. There were no visible signs of device/package damage prior to use. Instructions for use (IFU) steps were followed correctly. The user was trained to the device. Additional information was requested but not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation inside a sealed pouch bag. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed. A dimensional analysis of the delivery shaft¿s inner diameter was conducted. The result was within specification. The deployment simulation evaluation could not be performed, as the device was received fully deployed. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. A review of the manufacturing documentation associated with lot 18365300 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed. The plug was not returned with the device. The internal mechanism showed no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of the 6f exoseal vascular closure device (vcd) did not come out of the device as they were trying to deploy the device during a procedure this morning. They removed device and held manual pressure for fifteen minutes. Hemostasis was achieved with no harm to the patient. The product was properly stored and opened in a sterile field. There were no visible signs of device/package damage prior to use. Instructions for use (IFU) steps were followed correctly. The user was trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of the 6f exoseal vascular closure device (vcd) did not come out of the device as they were trying to deploy the device during a procedure this morning. They removed device and held manual pressure for fifteen minutes. Hemostasis was achieved with no harm to the patient. The product was properly stored and opened in a sterile field. There were no visible signs of device/package damage prior to use. Instructions for use (IFU) steps were followed correctly. The user was trained to the device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18365300 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty unable" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.